Event description:
It was reported that during an abdominoperineal resection procedure the first device was used and then stopped working. A second device was pulled and also stopped working with the jaws separated. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4-4-2012. Should the information be provided later, a supplemental medwatch will be sent. The device a was received in good visual condition. During functional testing the device was working as expected - there were no activation issues; however, the device was disassembled and it was noted that the jaw was loose. The retention pin was damaged causing the jaw not to be stable (loose). It is possible that because the jaw is loose it could have made contact with the electrode resulting in a short which could have caused an activation issue. Excessive tissue in the jaw while clamping can damage the jaw retention pin. Device b was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and pieces of ceramic are missing. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. Device b batch h91a9d: mfg date 6/9/2011, exp date 5/9/2013.